Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices remain implanted and radiographs were not provided. H1: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes. H10 related report numbers: 1038671-2025-02141, 1038671-2025-00096, 1038671-2025-00013, 1038671-2025-02178.

Event description:
It was reported via legal documentation that approximately 17 months after a left total shoulder replacement procedure, the patient has experienced prosthesis wear. The patient has not yet undergone a revision procedure. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2025-00013 1038671-2025-00096 d10: a222569 320-10-05 - equinoxe reverse tray adapter plate tray +5 a501238 320-20-00 - eq reverse torque defining screw kit the product associated with the reported event is within the scope of recall z-1420-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00013, 1038671-2025-00096 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.